Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay a correction as the implant and explant dates were reported incorrectly in the previous report 0002023141 - 2020 - 00481. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Additional 510(k) number is k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Summary investigation.

Event description:
Doctor indicated tsvwb11 implant removed due to infection. Patient also had pain. Tooth location #4.